Event description:
A customer's friend reported the customer compared readings they received on their freestyle freedom lite blood glucose meter (349 mg/dl, 353 mg/dl, 469 mg/dl and 414 mg/dl) to readings received on a health care provider's meter (249 mg/dl, 253 mg/dl, 369 mg/dl and 314 mg/dl). The customer's friend additionally reported the customer experienced an adverse event, ("stopped breathing"), when they lost consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Evaluation results: the complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The meters unit of measure was locked to mg/dl and no err 4 was observed during testing. This is a final report.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.

Event description:
Customer's daughter reported on (B) (6) 2010 that customer received an ER-4 message on the display of her freesyle freedom blood glucose meter with test strip insertion, approximately one month ago. It was further reported that on (B) (6) 2010 customer experienced a lack of energy, hypertension, a lack of sleep and a bruised left toe. Customer self-presented to her healthcare provider, was diagnosed with hyperglycemia and treated with an insulin injection. There was no report of death or permanent injury associated with this event.